Event description:
A (B)(6) with a history of transposition of the great arteries status post repair who developed a dvt during previous hospitalization was on home enoxaparin administered via an insuflon subcutaneous catheter developed acute swelling at the site and was found to have a large hematoma at the site.